Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-00044. It was reported the patient's leads migrated as the patient had a fall. In turn, the patient underwent surgical intervention wherein the leads were explanted and replaced. Reportedly, effective therapy was achieved post-operative.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-00044. Follow-up information revealed the issue is resolved following the procedure.